Manufacturer narrative:
Product not being returned.

Event description:
It was reported that during testing at the user facility the device was determined to be running continuously in safe mode. No patient involvement, no delay, no medical intervention and no adverse consequences.

Event description:
It was reported that during testing at the user facility the device was determined to be running continuously in safe mode. No patient involvement, no delay, no medical intervention and no adverse consequences.